Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 20jun2018 to 14apr2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the station had a drawer failure/failing storage space was confirmed by the bd field service engineer and in agreement by the dchu investigation team: visual inspection of the received module controller board observed thermal damage on the u300 step-down (buck) switching regulator component; and electrical measurement of the board noted components to be shorted. Shorted board components are one of the symptoms of the issue of a station having a drawer failure/failing storage space no further testing was deemed necessary on the received parts due to this finding

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure/failing storage space. There were no adverse events or injuries reported based on this incident.